Manufacturer narrative:
Medwatch sent to FDA on 09/14/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the nasogenian groove with juvéderm ultra¿ xc as well as concomitant injection to the lips with juvéderm® volbella¿ with lidocaine. A week later patient was injected "more" filler in the lips and fine wrinkles in malar. Six months later patient developed "asymptomatic nodules in lips, left fold" which the physician considers "late onset of non-inflammatory nodules, multiple, in the malar, mental region and lip 6 months after application." Patient was prescribed prednisolone and symptoms partially improved with prednisone, atb, and clavulin. A biopsy was performed showing "chronic inflammatory process with gigantocellular reaction evolving foreign body" and "presence of ha in the malar region (granuloma with ha)." Approximately 8 months after injection patient developed 3 more nodules in different sites. Symptoms are ongoing. Patient was taking "simvastatin/metformin and escitalopram" at the time of injection. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00661 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2016-00663 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
(B)(4). Concomitant therapies: "simvastatin/metformin and escitalopram." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of asymptomatic, non-inflammatory nodules, chronic inflammatory process with gigantocellular reaction evolving foreign body, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of asymptomatic non-inflammatory nodules, chronic inflammatory process with gigantocellular reaction evolving foreign body, and granuloma as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the nasogenian groove with juvéderm ultra¿ xc as well as concomitant injection to the lips with juvéderm® volbella¿ with lidocaine. A week later patient was injected "more" filler in the lips and fine wrinkles in malar. Six months later patient developed "asymptomatic nodules in lips, left fold" which the physician considers "late onset of non-inflammatory nodules, multiple, in the malar, mental region and lip 6 months after application." Patient was prescribed prednisolone and symptoms partially improved with prednisone, atb, and clavulin. A biopsy was performed showing "chronic inflammatory process with gigantocellular reaction evolving foreign body" and "presence of ha in the malar region (granuloma with ha)." Approximately 8 months after injection patient developed 3 more nodules in different sites. Symptoms are ongoing. Patient was taking "simvastatin/metformin and escitalopram" at the time of injection. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00661 ((B)(4)) and MDR ID# 3005113652-2016-00663 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.